Event description:
It was reported that the insulin pump alarmed no delivery recurrently during normal device use. The customer stated that the reservoir was not empty. The customer was advised to deliver 5 units via the fill cannula step. The customer confirmed that insulin did exit during the fixed prime. No bent cannula was found. The customer observed hardening, blood and scar tissue at the insertion site. The customer's blood glucose was 160 mg/dl. The customer was advised to change the insertion site. The customer lost trust in the insulin pump and insisted on its replacement. The customer stated that the insulin pump passed the self-test but noted that the vibration was too loud. The customer also noted that the insulin pump had been dropped. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.